Event description:
It was reported the customer had damage to their insulin pump. Customer stated there was a piece missing from their battery compartment. The customer's blood glucose was 197 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Broken battery tube threads, cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and loose end cap sticker.